Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: 9733823r if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. The caller reported that there was damage to the microscope integration cable. The leds of the active microscope tracker were not activate. There was no patient involvement with this issue.

Manufacturer narrative:
Analysis on the returned cable resulted in a physical damage failure found through functional testing and visual/physical examination. Analysis states that the j2 lemo connector on the cable had been removed and then replaced incorrectly. As a result, all the pins had been rotated. Once re-assembled correctly, cable passed continuity test with no opens or shorts detected. If information is provided in the future, a supplemental report will be issued.